Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 9 years and 9 months underwent a valve-in-valve procedure due to degeneration with severe stenosis. Patient presented with significant shortness of breath with exertion extreme fatigue, acute on chronic diastolic chf, nyha class ii. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve. Patient tolerated the procedure well and without any immediate complications. Patient was transported to the ICU for routine post procedural care monitoring. Patient was discharged on pod#2.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 9 years and 9 months underwent a valve-in-valve procedure due to degeneration with severe stenosis. Patient presented with significant shortness of breath with exertion extreme fatigue, acute on chronic diastolic chf, nyha class ii. The procedure was performed successfully with a 23mm 9750tfx transcatheter valve. Patient tolerated the procedure well and without any immediate complications. Patient was transported to the ICU for routine post procedural care monitoring. Patient was discharged on pod#2.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.